Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced are being filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 3-4+. One clip (80814u116) was implanted, reducing mr to 3+. On (B)(6) 2019, it was found that the clip had detached from the posterior leaflet and remained attached the anterior leaflet (single leaflet device attachment/slda). The mr remained at a grade of 3+. Later that day, a second mitraclip procedure was performed. The clip delivery system (cds 90301u123) was advanced to the mitral valve. Grasping was difficult. After more than 25 grasping attempts, leaflet damage was noted. Visualization was noted to be difficult due to annular calcium obstructing the view of the posterior leaflet. The clip was not implanted and the cds was removed. The procedure was discontinued and the mr remained at 3+. No additional information was provided.